Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittently a cartridge alarm 1 occurred during basal delivery. The customer's blood glucose level was 110-120 mg/dl. Customer continued to use the pump for insulin therapy.